Manufacturer narrative:
(B)(4). A complete lead was returned for analysis in two segments. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to an unspecified malfunction. No other information was available.